Manufacturer narrative:
Concomitant medical product: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reported that there was a system modification and the reason was that it need to be repositioned to allow for abdominal surgery. Actions included that the system was relocated from the left upper abdomen to left upper buttock. The issue was resolved. Relevant medical history includes complex regional pain syndrome type I (crps I) in 2012 and depression.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that abdominal surgery was not related to the device, therapy or procedure. The surgery planned was gastric bypass surgery therefore cause was not related to the device. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.